Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the slide over safety mechanism sticks and does not slide without a large amount of force in (1) device. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using retained samples of (B)(4) sets, and nothing abnormal was observed relating to difficult to activate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the slide over safety mechanism sticks and does not slide without a large amount of force in (1) device. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. E.4: the initial reporter notified the FDA on aug-2024. Medsun report # 2300530000-2024-8025.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the slide over safety mechanism sticks and does not slide without a large amount of force in (1) device. No patient or user impact reported.